Event description:
This lead was capped and replaced due to dislodgement. The physician originally was going to reposition the lead but was having difficulty advancing a stylet so decided to cap and replace it. The physician also chose to change out the device at the same time. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. 3 proximal fragments of approx. 50 cm length were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The visual inspection of the returned fragments revealed signs of a rubbed through pur-coating which were caused most likely due to an interaction with generator housing. The insulation was found intact at these positions. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.